Manufacturer narrative:
Should further information become available on this specific article, a follow-up report will be submitted.

Event description:
Boston scientific reviewed a recently published journal article regarding long term complications related to biventricular defibrillation implants. The article mentioned data collection from over three thousand patients in 117 implanting facilities. While long term assessment of patient outcome was the focus of the article, the author summarized adverse event clinical findings to include a rate of infection at 1.0 percent, with an incurred increase after a replacement procedure. The rate of left ventricular lead dislodgment's was reported at 2.3 percent and could be predicated by longer fluoroscopy time and high pacing thresholds on implant. Overall assessment concluded that device -related events were not associated with a worse clinical patient outcome; however, the adverse event occurrence was increased in patients with a crt-d implant, verse a single or dual chamber implantable defibrillator.